Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
The doctor reported difficulty of insertion of implant bnpt4310. Another implant was placed in the same surgery. On a follow up on (B)(6) 2020 the doctor reported that the problem occurred in the surgical insertion phase.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One 3i t3® with dcd® tapered implant 4/3 x 10mm (bnpt4310) was returned for investigation. Visual evaluation of the as returned product identified moderate signs of wear from use about the implant body. The product matched print specifications where measured (digital caliper; cal1334 cal due: sep 25, 2020). No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site, and was removed the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (placement issue). Device history record (DHR) review was completed for the subject lot number 2019010059. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019010059) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.